Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up the left ventricular lead exhibited loss of capture. A fluoroscopy was performed and no abnormalities were noted. The lead remained implanted.